Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient's infusion set cannula breaks on (B)(6) 2025. The insertion site was stomach. The infusion set was in use for three days. The blood glucose level was high and the patient was treated with insulin pen. No further information available